Event description:
It was reported that the patient presented in the clinic for a pacemaker generator replacement. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. On (B)(6) 2022, the lead was capped and replaced. The patient was in stable condition.